Manufacturer narrative:
A general reagent issue is unlikely because qc and calibration were in range at the time of the event. The investigation was unable to determine an exact root cause, and no product issue was found.

Event description:
There was an allegation of a questionable alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation result from the cobas 6000 c501 module, suspecting a negative interference. The initial result was 67.3 u/l, accompanied by a data flag, with a repeat result of 97.6 u/l, also accompanied by a data flag. After the sample was diluted, the data flag did not occur, however, this result was not reproducible on repeat testing on different analyzers.

Manufacturer narrative:
The cobas 6000 c501 module serial number is (B)(6). The investigation is ongoing.